Manufacturer narrative:
Follow up #1 submitted: 04/28/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, there were no lines through the display screen as alleged in the original complaint. The display screen was found to have many surface scratches on it. When illuminated, the display screen was found to be dim and discolored. Unrelated to the original complaint, the keypad was noted to be peeling at the ok button. On testing, the down arrow button was unresponsive. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed the down arrow button contact was misaligned and there was contamination under the contacts of all the buttons.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.